Event description:
This device was returned with oos documentation from biotronik representative (B) (4). Per oos, this lead fell out of the coronary sinus and was located in the atrium. This lead was explanted and replaced with a corox otw-s 85-bp, (B) (4).